Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing lower than normal blood glucose (bg) levels on multiple occasions (60-80s mg/dl) and had treated with glucogel to address bg level. The customer was unsure of the cause of the low bg level. It was indicated that the customer would contact their healthcare provider regarding settings.